Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 534 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks and insulin issues. The customer stated that the cannula was bent. The customer declined to continue troubleshooting. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.